Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during device change-out for normal eri, high, out of range, high voltage lead impedance on the svc coil was observed. The svc coil was programmed off.